Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The customer noticed the sample probe was dripping. The field service engineer found a bad seal and replaced the seal and sample probe. He performed air purges and mechanism checks.

Event description:
There was an allegation of issues with calibration and qc and of questionable low calcium gen.2 results from the cobas 8000 cobas c 701 module. The samples were repeated on another analyzer in the laboratory. Patient 1 initial result was 3.50 mg/dl and the repeat result was 8.19 mg/dl. Patient 2 initial result was 3.71 mg/dl and the repeat result was 9.53 mg/dl. Patient 3 initial result was 6.33 mg/dl and the repeat result was 9.09 mg/dl. The questionable results were not reported outside of the laboratory. The repeat results were believed correct.